Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead exhibited inappropriate automatic mode switch (ams) due to oversensing of noise. As a resolution programming changes were made and the ra lead sensitivity was increased. The patient condition was stable.